Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 mg/dl. Customer went to healthcare professional and adjusted settings. Customer decline troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis. Frn-mmt-332a, unomed mmt-399, snsr-mmt-7020a-ozp.